Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance with a suspected fracture. The rv lead was capped, replaced and remains in the patient. The left ventricular (lv) lead exhibited high and/or unstable thresholds and was capped and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, left ventricular (lv) lead capture threshold not recorded as it was programmed to right ventricular only pacing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 694958 lead implanted: (B)(6) 2007; 5076 lead implanted: (B)(6) 2007. (B)(4).